Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("pelvic ultrasound, revealed that both micro-inserts had started to migrate towards her uterus"), fallopian tube perforation ("coil had perforated right fallopian tube & continued to travel/ perforation (fallopian tube(s))"), uterine perforation ("perforating the uterus/ perforation (uterus)"), autoimmune disorder ("autoimmune disorder") and cervix carcinoma ("cervical cancer/ tumor/tremer/ cancer") in a 31-year-old female patient who had essure (batch no. A36514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was trouble placing the right essure coil" on (B)(6) 2012 and device deployment issue "device deployed in usual fashion with 2 coils". The patient's medical history included parity 6, stillbirth nos, recurrent abortion, premature birth, feeling of warmth and flash hot. *(B)(6) 2016, pelvic ultrasound, revealed hat both micro-inserts had started to migrate towards her uterus. Current weight as of (B)(6) 2018: 140.00 lbs. Approximate weight at the time of essure placement 193.00 lbs. Findings: tan-pink, hemorrhagic, fimbriated, containing a 3.0 cm in length metallic coil (essure device) within the lumen, extending 0.2 cm into the endometrial cavity and extending into the cornu, interstitium, and isthmus. At the time of surgery, the proximal fallopian tube could be identified penetrating through the muscularis to just beneath the peritoneum and the tip of essure. Essure had not penetrated into the abdominal cavity through the peritoneum. Previously administered products included for an unreported indication: oral contraceptive, ibuprofen and tylenol. Concurrent conditions included mthfr gene mutation, venous embolism, deep vein thrombosis, appendicitis, celiac disease, diabetes mellitus, embolism venous since (B)(6) 2013, celiac disease, cervical cancer, fibromyalgia, hiatal hernia, myalgia, myositis since (B)(6) 2013, orthostatic hypotension since (B)(6) 2013, blood disorder since (B)(6) 2013, hypercoagulation since (B)(6) 2013, raynaud's disease, nickel sensitivity, menstrual cramp, anaphylactic reaction, constipation chronic since (B)(6) 2017, vomiting, diarrhoea, swelling abdomen, dry skin, menopausal hot flushes, dryness vaginal, numbness, paraesthesia lower limb, irregular periods, medical device discomfort, sexually transmitted disease, upper respiratory infection, endometriosis, cervical low grade squamous intraepithelial lesion, ovarian pain, suprapubic pain, food poisoning, vaginal odour, vaginal disorder, vomiting, diarrhea, difficulty sleeping and bacterial infection. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as clonazepam (klonopin), codeine phosphate;paracetamol (tylenol with codeine no.3), hormones, ibuprofen, levofloxacin (levaquin), promethazine, ranitidine and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss") and experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and nausea ("nausea/ severe nausea"), 1 day before insertion of essure. On (B)(6) 2012, the patient experienced migraine ("worsening of her migraines headaches/ migraines"), fatigue ("chronic fatigue/ fatigue") and headache ("headaches"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnomal menstruation/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced vaginal infection ("chronic vaginal infection") with vaginal discharge, urinary tract infection ("multiple urinary tract infections, 7-10 times") and cystitis ("bladder infection"). In (B)(6) 2013, the patient experienced depression ("worsening of her depression") and anxiety ("worsening of her anxiety"). In 2013, the patient experienced major depression ("major depressive disorder"). On (B)(6) 2013, the patient experienced palpitations ("heart palpation"). In (B)(6) 2013, the patient experienced nervous system disorder ("neurological condition or problems"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with back pain, abdominal pain, pelvic pain and abdominal pain lower. In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced spinal column stenosis ("spinal stenosis"). In (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2016, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition") and dyspepsia ("digestive sytem condition"). In (B)(6) 2017, the patient was found to have cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), uterine pain ("uterine pain"), arthralgia ("hip pain"), inflammation ("inflammation of hands, feet and feet"), dizziness ("dizziness"), skin irritation ("skin irritation") with pruritus, rash, urticaria, mass and blister, methylenetetrahydrofolate reductase gene mutation ("mthfr 4 factor gene mutation"), raynaud's phenomenon ("raynaud's disease"), feeling abnormal ("brain fog"), hiatus hernia ("hiatal hernia"), pelvic adhesions ("multiple adhesions from the hysterectomy") and uterine cervical pain ("cervix pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, autoimmune disorder, cervix carcinoma, uterine pain, arthralgia, inflammation, fibromyalgia, dizziness, migraine, depression, anxiety, skin irritation, alopecia, fatigue, weight increased, weight decreased, dysmenorrhoea, dyspareunia, urinary tract infection, major depression, methylenetetrahydrofolate reductase gene mutation, raynaud's phenomenon, nausea, tooth disorder, feeling abnormal, allergy to metals, hiatus hernia, pelvic adhesions, spinal column stenosis, uterine cervical pain, cystitis, gastrointestinal disorder, dyspepsia and nervous system disorder outcome was unknown, the vaginal infection, menorrhagia and vaginal haemorrhage had resolved and the headache and palpitations was resolving. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, cervix carcinoma, cystitis, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, headache, hiatus hernia, inflammation, major depression, menorrhagia, methylenetetrahydrofolate reductase gene mutation, migraine, nausea, nervous system disorder, palpitations, pelvic adhesions, raynaud's phenomenon, skin irritation, spinal column stenosis, tooth disorder, urinary tract infection, uterine cervical pain, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, plantiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2017: 1. No acute abnormality in the abdomen or pelvis. 2. Moderate left paracentral disc protrusion at l4-l5. This causes mild central stenosis and narrows the left lateral recess, potentially impinging the descending left l5 nerve.. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: results: negative. Ultrasound scan vagina - on (B)(6) 2016: there is an echogenic focus along the margin of the uterus which may represent intrauterine device. Impression: 1. Findings which may represent small right ovarian hemorrhagic cyst. 2. Cervix not well evaluated. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device deployed in usual fashion with 2 coils, nausea, anxiety, menstrual cramps, nickel allergy, menorrhagia, fatigue, weight gain, rash, hair loss, hives, dyspareunia, back pain, arthralgia, hip pain, headaches, dizziness, dysmenorrhea, pelvic pain, weight loss, raynaud's disease, fibromyalgia, palpitations, abdominal pain, abdominal pain lower, pelvic adhesion , vaginal haemorrahge and cystitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("pelvic ultrasound, revealed hat both micro-inserts had started to migrate towards her uterus"), fallopian tube perforation ("coil had perforated right fallopian tube & continued to travel/ perforation (fallopian tube(s))"), uterine perforation ("perforating the uterus/ perforation (uterus)") and cervix carcinoma ("cervical cancer") in a 31-year-old female patient who had essure (batch no. A36514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was trouble placing the right essure coil" on (B)(6) 2012. The patient's past medical history included parity 6, stillbirth nos, recurrent abortion and premature birth. Previously administered products included for an unreported indication: oral contraceptive, ibuprofen and tylenol. Concurrent conditions included mthfr gene mutation, venous embolism, deep vein thrombosis, appendicitis, celiac disease, diabetes mellitus, embolism venous since (B)(6) 2013, celiac disease, cervical cancer, fibromyalgia, hiatal hernia, myalgia, myositis since (B)(6) 2013, orthostatic hypotension since (B)(6) 2013, blood disorder nos since (B)(6) 2013, hypercoagulation since (B)(6) 2013, raynaud's disease, nickel sensitivity, menstrual cramp, anaphylactic reaction and constipation chronic since (B)(6) 2017. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as promethazine (phenergan). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, 1 day before insertion of essure, the patient experienced weight increased ("weight gain"), weight decreased ("weight loss"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and nausea ("nausea/ severe nausea"). On (B)(6) 2012, the patient experienced migraine ("worsening of her migraines headaches/ migraines"), fatigue ("chronic fatigue/ fatigue") and headache ("headaches"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnomal menstruation/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced alopecia ("hair loss"), urinary tract infection ("multiple urinary tract infections, 7-10 times") and major depression ("major depressive disorder"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with back pain, abdominal pain, pelvic pain and abdominal pain lower. In (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2017, the patient experienced cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced uterine pain ("uterine pain"), arthralgia ("hip pain"), inflammation ("inflammation of hands, feet and feet"), dizziness ("dizziness"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), skin irritation ("skin irritation") with pruritus, rash, urticaria, mass and blister, vaginal infection ("chronic vaginal infection") with vaginal discharge, methylenetetrahydrofolate reductase gene mutation ("mthfr 4 factor gene mutation"), raynaud's phenomenon ("raynaud's disease"), feeling abnormal ("brain fog"), hiatus hernia ("hiatal hernia"), pelvic adhesions ("multiple adhesions from the hysterectomy"), spinal column stenosis ("spinal stenosis"), uterine cervical pain ("cervix pain") and device deployment issue ("device deployed in usual fashion with 2 coils"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy), surgery and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, uterine pain, arthralgia, inflammation, fibromyalgia, dizziness, migraine, depression, anxiety, skin irritation, alopecia, fatigue, weight increased, weight decreased, dysmenorrhoea, vaginal infection, dyspareunia, menorrhagia, vaginal haemorrhage, urinary tract infection, major depression, methylenetetrahydrofolate reductase gene mutation, headache, raynaud's phenomenon, nausea, tooth disorder, feeling abnormal, allergy to metals, cervix carcinoma, hiatus hernia, pelvic adhesions, spinal column stenosis, uterine cervical pain and device deployment issue outcome was unknown. The reporter provided no causality assessment for device deployment issue with essure. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, cervix carcinoma, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, headache, hiatus hernia, inflammation, major depression, menorrhagia, methylenetetrahydrofolate reductase gene mutation, migraine, nausea, pelvic adhesions, raynaud's phenomenon, skin irritation, spinal column stenosis, tooth disorder, urinary tract infection, uterine cervical pain, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, plantiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: negative . On (B)(6) 2016, pelvic ultrasound, revealed hat both micro-inserts had started to migrate towards her uterus. Current weight as of (B)(6) 2018: 140.00 lbs. Approximate weight at the time of essure placement 193.00 lbs. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device deployed in usual fashion with 2 coils most recent follow-up information incorporated above includes: on 1-mar-2018: pfs and medical record received- new event "device deployed in usual fashion with 2 coils" added from medical record, other relevant history, lab data and concomitant products added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("pelvic ultrasound, revealed hat both micro-inserts had started to migrate towards her uterus"), fallopian tube perforation ("coil had perforated right fallopian tube & continued to travel/ perforation (fallopian tube(s))"), uterine perforation ("perforating the uterus/ perforation (uterus)"), autoimmune disorder ("autoimmune disorder") and cervix carcinoma ("cervical cancer/ tumor/tremer/ cancer") in a 31-year-old female patient who had essure (batch no. A36514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was trouble placing the right essure coil" on (B)(6) 2012. The patient's past medical history included parity 6, stillbirth nos, recurrent abortion and premature birth. Previously administered products included for an unreported indication: oral contraceptive, ibuprofen and tylenol. Concurrent conditions included mthfr gene mutation, venous embolism, deep vein thrombosis, appendicitis, celiac disease, diabetes mellitus, embolism venous since (B)(6) 2013, celiac disease, cervical cancer, fibromyalgia, hiatal hernia, myalgia, myositis since (B)(6) 2013, orthostatic hypotension since (B)(6) 2013, blood disorder since (B)(6) 2013, hypercoagulation since (B)(6) 2013, raynaud's disease, nickel sensitivity, menstrual cramp, anaphylactic reaction and constipation chronic since (B)(6) 2017. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as co-trimoxazole (bactrim), ibuprofen, levofloxacin (levaquin), panadiene co (tylenol #3), promethazine (phenergan) and ranitidine. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced weight increased ("weight gain"), weight decreased ("weight loss"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and nausea ("nausea/ severe nausea"). On (B)(6) 2012, the patient experienced migraine ("worsening of her migraines headaches/ migraines"), fatigue ("chronic fatigue/ fatigue") and headache ("headaches"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced vaginal infection ("chronic vaginal infection") with vaginal discharge, urinary tract infection ("multiple urinary tract infections, 7-10 times") and cystitis ("bladder infection"). In (B)(6) 2013, the patient experienced depression ("worsening of her depression") and anxiety ("worsening of her anxiety"). In 2013, the patient experienced major depression ("major depressive disorder"). On (B)(6) 2013, the patient experienced palpitations ("heart palpation"). In (B)(6) 2013, the patient experienced nervous system disorder ("neurological condition or problems"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In may 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with back pain, abdominal pain, pelvic pain and abdominal pain lower. In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced spinal column stenosis ("spinal stenosis"). In (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2016, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition") and dyspepsia ("digestive system condition"). In (B)(6) 2017, the patient experienced cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), uterine pain ("uterine pain"), arthralgia ("hip pain"), inflammation ("inflammation of hands, feet and feet"), dizziness ("dizziness"), skin irritation ("skin irritation") with pruritus, rash, urticaria, mass and blister, methylenetetrahydrofolate reductase gene mutation ("mthfr 4 factor gene mutation"), raynaud's phenomenon ("raynaud's disease"), feeling abnormal ("brain fog"), hiatus hernia ("hiatal hernia"), pelvic adhesions ("multiple adhesions from the hysterectomy"), uterine cervical pain ("cervix pain") and device deployment issue ("device deployed in usual fashion with 2 coils"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, autoimmune disorder, cervix carcinoma, uterine pain, arthralgia, inflammation, fibromyalgia, dizziness, migraine, depression, anxiety, skin irritation, alopecia, fatigue, weight increased, weight decreased, dysmenorrhoea, dyspareunia, urinary tract infection, major depression, methylenetetrahydrofolate reductase gene mutation, raynaud's phenomenon, nausea, tooth disorder, feeling abnormal, allergy to metals, hiatus hernia, pelvic adhesions, spinal column stenosis, uterine cervical pain, device deployment issue, cystitis, gastrointestinal disorder, dyspepsia and nervous system disorder outcome was unknown, the vaginal infection, menorrhagia and vaginal haemorrhage had resolved and the headache and palpitations was resolving. The reporter provided no causality assessment for device deployment issue with essure. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, cervix carcinoma, cystitis, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, headache, hiatus hernia, inflammation, major depression, menorrhagia, methylenetetrahydrofolate reductase gene mutation, migraine, nausea, nervous system disorder, palpitations, pelvic adhesions, raynaud's phenomenon, skin irritation, spinal column stenosis, tooth disorder, urinary tract infection, uterine cervical pain, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: negative. November of 2016, pelvic ultrasound, revealed hat both micro-inserts had started to migrate towards her uterus. Current weight as of (B)(6) 2018: 140.00 lbs. Approximate weight at the time of essure placement 193.00 lbs. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device deployed in usual fashion with 2 coils most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received. Reporter information added. Events:bladder disorder, heart palpitation,neurological condition or problems,gastrointestinal disorder, digestive disorder, neurological disorder nos were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("pelvic ultrasound, revealed hat both micro-inserts had started to migrate towards her uterus"), fallopian tube perforation ("coil had perforated right fallopian tube & continued to travel/ perforation (fallopian tube(s))"), uterine perforation ("perforating the uterus/ perforation (uterus)") and cervix carcinoma ("cervical cancer") in a 31-year-old female patient who had essure (batch no. A36514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was trouble placing the right essure coil" on (B)(6)2012. The patient's past medical history included parity 6, stillbirth, recurrent abortion and premature birth. Concurrent conditions included mthfr gene mutation, venous embolism, deep vein thrombosis, appendicitis, celiac disease and diabetes mellitus. On (B)(6)2012, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6)2012, 1 day before insertion of essure, the patient experienced weight increased ("weight gain"), weight decreased ("weight loss"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and nausea ("nausea/ severe nausea"). On (B)(6)2012, the patient experienced migraine ("worsening of her migraines headaches/ migraines"), fatigue ("chronic fatigue/ fatigue") and headache ("headaches"). On (B)(6)2013, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnomal menstruation/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced alopecia ("hair loss"), urinary tract infection ("multiple urinary tract infections, 7-10 times") and major depression ("major depressive disorder"). In june 2014, the patient experienced tooth disorder ("dental problems"). In may 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with back pain, abdominal pain, pelvic pain and abdominal pain lower. In august 2016, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6)2016, the patient experienced allergy to metals ("nickel allergy"). In january 2017, the patient experienced cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced uterine pain ("uterine pain"), arthralgia ("hip pain"), inflammation ("inflammation of hands, feet and feet"), dizziness ("dizziness"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), skin irritation ("skin irritation") with pruritus, rash, urticaria, mass and blister, vaginal infection ("chronic vaginal infection") with vaginal discharge, methylenetetrahydrofolate reductase gene mutation ("mthfr 4 factor gene mutation"), raynaud's phenomenon ("raynaud's disease"), feeling abnormal ("brain fog"), hiatus hernia ("hiatal hernia"), adhesion ("multiple adhesions from the hysterectomy"), spinal column stenosis ("spinal stenosis") and uterine cervical pain ("cervix pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy), surgery and surgery. Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, uterine pain, arthralgia, inflammation, fibromyalgia, dizziness, migraine, depression, anxiety, skin irritation, alopecia, fatigue, weight increased, weight decreased, dysmenorrhoea, vaginal infection, dyspareunia, menorrhagia, vaginal haemorrhage, urinary tract infection, major depression, methylenetetrahydrofolate reductase gene mutation, headache, raynaud's phenomenon, nausea, tooth disorder, feeling abnormal, allergy to metals, cervix carcinoma, hiatus hernia, adhesion, spinal column stenosis and uterine cervical pain outcome was unknown. The reporter considered adhesion, allergy to metals, alopecia, anxiety, arthralgia, cervix carcinoma, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, headache, hiatus hernia, inflammation, major depression, menorrhagia, methylenetetrahydrofolate reductase gene mutation, migraine, nausea, raynaud's phenomenon, skin irritation, spinal column stenosis, tooth disorder, urinary tract infection, uterine cervical pain, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, plantiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion (B)(6)2016, pelvic ultrasound, revealed hat both micro-inserts had started to migrate towards her uterus. Current weight as of(B)(6)2018: 140.00 lbs. Approximate weight at the time of essure placement 193.00 lbs. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Essure start date updated from (B)(6)2012 to (B)(6)2012. Events abnormal bleeding (menorrhagia), migraines, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, severe nausea, abdomen pain, pelvis pain, back pain were clubbed with previously reported events. Events vaginal haemorrhage, urinary tract infection, major depression, methylenetetrahydrofolate reductase gene, rash, headache, raynaud's phenomenon, fallopian tube perforation, uterine perforation, nausea, tooth disorder, fibromyalgia, feeling abnormal, allergy to metals, cervix carcinoma, hiatus hernia, adhesion, spinal column stenosis, uterine cervical pain, device difficult to use were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("pelvic ultrasound, revealed hat both micro-inserts had started to migrate towards her uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with back pain, abdominal pain, pelvic pain and abdominal pain lower, uterine pain ("uterine pain"), arthralgia ("hip pain"), inflammation ("inflammation of hands, feet and feet"), dizziness ("dizziness"), migraine ("worsening of her migraines headaches"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), skin irritation ("skin irritation") with pruritus, rash, urticaria, mass and blister, alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), dysmenorrhoea ("abnormally severe menstrual pain"), vaginal infection ("chronic vaginal infection") with vaginal discharge, dyspareunia ("painful intercourse") and menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine pain, arthralgia, inflammation, fibromyalgia, dizziness, migraine, depression, anxiety, skin irritation, alopecia, fatigue, weight increased, weight decreased, dysmenorrhoea, vaginal infection, dyspareunia and menorrhagia outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, inflammation, menorrhagia, migraine, skin irritation, uterine pain, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirming full occlusion of fallopian tubes. (B)(6) 2016, pelvic ultrasound, revealed hat both micro-inserts had started to migrate towards her uterus. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.